Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces.no button error alarms noted. Traces of moisture were noted at per visual inspection. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.